Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported the controller screen is stuck with lines and information and their controller screen will not clear. Patient services (ps) assisted patient with resetting the controller, after resetting, the controller power on. Controller shows ins 40%, controller 100% charged. Patient asked how to turn therapy on. Ps assisted patient with turning therapy on. Ps did not get to ask clarifying questions regarding the recharger. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. (B)(6) 2023 (B)(6) (con): additional information was received from the patient. Pt called back repeating their controller froze last week. Pt said now the controller had died and wouldn't turn on at all. Pt had already tried unplugging and resetting controller but still was dark. Pt plugged controller into ac power without the battery during the call and screen did not turn on. Pt confirmed green light was on ac power and no damage to battery compartment. An email was sent to repair to replace the controller. Pt called back from number registered stating they were unable to pair their replacement ptm w/ ins. Pt then spoke up while pss was pulling up pt's registration page for scs that set up was completed. Pt mentioned they had pack up the ptm to be returned with bp still inside but luckily they caught it before shipping back to mdt. Pss offered to wait on line for pt to initiate a recharge session. Pt declined.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: the 97745 intellis controller, serial # (B)(6), was returned for product analysis. Analysis revealed a corroded board and broken connector support. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.